Event description:
It was reported that the infusion pump was rec'd at the service facility. The initial reason for the service was not reported. The repair technician rec'd a shock when he touched the handle of the pump and a metal cart simultaneously while the pump was plugged in. No injury resulted to the technician.